Event description:
The customer stated that he was hospitalized for low blood glucose levels. No blood glucose reading was reported. The customer stated that he has recently been experiencing high and low blood glucose levels. The customer's doctor wants the insulin pump replaced. The customer also stated that the insulin pump no longer gives any alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.